Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device revealed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole leak was noted at 13mm proximal to the proximal edge of the distal markerband. A microscopic examination of the balloon material and markerbands identified no issues which could potentially have contributed to the pinhole leak. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon was pierced. The target lesion was located in the femoral artery. A 7.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. An attempt was made to inflate the balloon but this was unsuccessful. It was then noted that the balloon was pierced. The procedure was completed with a different device.

Event description:
It was reported that the balloon was pierced. The target lesion was located in the femoral artery. A 7.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. An attempt was made to inflate the balloon but this was unsuccessful. It was then noted that the balloon was pierced. The procedure was completed with a different device.